Event description:
It was reported that on an unknown date, during a procedure, the handle of the elevator was chipped at the hilt. It was unknown if there was a patient involvement. This report is for one (1) periosteal elevator 14mm straight blade-round edge. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Additional narrative: reporter is a j&j sales representative. A product investigation was conducted. Visual inspection: the complaint device periosteal elvtr 14 str bld-round edge (product code: 399.37, lot number: a7ka25) was returned to cq west chester for investigation. The handle on the returned item was broken and cracked. The tip of the item had chipped and the shaft was discolored. These are wears associated with the usage of the device. The device was found to be in use for more than 20 years and these defects are end of life indicators for the item. According to company document, further investigation of the item is not needed. Conclusion: the elevator blade had worn out due to continuous usage for more than 20 years. There was no indication that a design or manufacturing issue contributed to the complaint. No design issues were observed during the document/specification review. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. A device history record (DHR) review was conducted: part number: 399.37. Lot number: a7ka25. Manufacturing site: (B)(4). Release to warehouse date: week 25, 2001. A review of the device history records is not possible, the DHR is no longer available due to the age of the instrument (over 20 years old). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.